Manufacturer narrative:
UDI: (B)(4). The results of the investigation concluded that there was a bend in the loop and a kink in the catheter shaft. The catheter deflected in both direction when actuating the steering mechanism and met specifications for curve dimensions. In addition, the loop, loop shaft, and braided shaft outer diameter measurements met specifications. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the shaft and loop damage is consistent with damage during use. The cause of the reported femoral artery dissection remains unknown.

Event description:
During a premature ventricular contraction ablation procedure a left femoral artery dissection occurred. Mapping was performed in the aortic root and when the catheter was being removed from the patient the fixed loop became entangled on the shaft of the catheter. The non-abbott introducer was caught on the catheter as it was being removed from the patient and the left femoral artery became dissected. The catheter was eventually straightened out and removed from the patient. An arteriogram was performed which confirmed the dissection. Upon removal from the sheath, manual pressure was held on the groin. A follow up arteriogram showed no further dissection and the procedure was completed with no further complications. The patient remained stable with no symptoms.